Manufacturer narrative:
Insulin pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/flush drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or verify no excessive no delivery/occlusion alarm due to motor error alarm. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarms. Customer stated that the insulin exited. The customer also experiencing high blood glucose. The customer declined troubleshooting for high blood glucose. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.